Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. Upon receipt, the monitor failed incoming functional testing. The monitor reset after delivering a pulse during a pulse test. The root cause for the pulse test reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue a reportable problem was observed. The monitor failed a pulse test.